Event description:
A surgeon reported that a pt complains of flashes of light from the side, six months post cataract surgery and intraocular lens implant. It was reported that this pt has a large eye, a large capsular bag and loose zonules.